Event description:
It was reported that bd q-syte¿ needle-free connector clogged resulting in the need to replace a central catheter. The following was reported by the initial reporter: when I first arrived the PICC team practice was using macro tubing and q-syte on the powerglide catheter with dressing changes. During placement a q-syte was applied to the extension tubing in the pg kit. Many had blood refluxing back even when clamped, blood return was lost and unable to be restored on many. Some were fully occluded necessitating removal and replacement.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the video and photographs submitted for evaluation. Bd received two photos and one video of a q-syte closed luer access device. Based on visual inspection of the evidence provided, the reported issue was not confirmed. There appeared to be no damage to the q-syte based on the provided images. A device history record review could not be performed as the lot number was not provided. H3 other text : see h10.

Event description:
It was reported that bd q-syte¿ needle-free connector clogged resulting in the need to replace a central catheter. The following was reported by the initial reporter: when I first arrived the PICC team practice was using macro tubing and q-syte on the powerglide catheter with dressing changes. During placement a q-syte was applied to the extension tubing in the pg kit. Many had blood refluxing back even when clamped, blood return was lost and unable to be restored on many. Some were fully occluded necessitating removal and replacement.

Manufacturer narrative:
Correction the following field was corrected d4: UDI #: (B)(4).

Event description:
It was reported that bd q-syte¿ needle-free connector clogged resulting in the need to replace a central catheter. The following was reported by the initial reporter: when I first arrived the PICC team practice was using macro tubing and q-syte on the powerglide catheter with dressing changes. During placement a q-syte was applied to the extension tubing in the pg kit. Many had blood refluxing back even when clamped, blood return was lost and unable to be restored on many. Some were fully occluded necessitating removal and replacement.